Event description:
It was reported to philips that the system gave an alert indicating x-ray was disabled, but the footswitch was pressed, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.